Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that she is experiencing pain from her interstim device. The pain radiates to her right groin, and she also has a numb feeling in the area. Her urine has a foul odor and is dark in color although she has confirmed, she has no urinary tract infection. Further information is being requested from the hcp.